Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from a value displayed as "high" on the continuous glucose monitor, to 580 mg/dl; cause was unknown. Bg was addressed via a correction bolus, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump and related supplies were functioning as intended.